Manufacturer narrative:
Upon review of the additional information received, it was determined that (B)(4) no longer applies as (B)(4) was applied.

Event description:
Additional information was received from health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the actions/interventions taken included an electrical abandoning / device turned off. It was also noted that the patient's device was turned off before they were admitted on (B)(6) 2016.

Manufacturer narrative:
Patient code (B)(4) was added.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted the event was unresolved at the time of study exit. The most recent date the event was confirmed to be ongoing/unresolved was (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that it is unknown if the issue is related to the right or left lead. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3389, lot# lotva139yq, implanted: (B)(6) 2016, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient experienced insomnia / a difficulty falling asleep that resulted in, in-patient or prolonged hospitalization with a moderate severity; the patient was hospitalized for 4 days. It was stated that the event produced some impairment of functioning, but was not hazardous to the patient's health. The etiology was possibly related to the device/therapy/programming, implantable neurostimulator (ins) , or leads. Diagnostic methods included a scalp eeg which was abnormal, as well as organized sleep eeg with minor abnormalities. Having the stimulation on or off did not have an influence on the patient's sleep. The issue was ongoing as of (B)(6) 2016. The patient's medical history included cognitive impairment, mild impairment of iq, and epilepsy (diagnosed on 1979).